Manufacturer narrative:
Product event summary: analysis found the device failed functional test for sensing; issue resolved by a recalibration. Analysis also found the upper case was damaged.

Event description:
The external pulse generator was returned to the manufacturer for preventive maintenance, analyzed and tested out of specification. There was no patient involvement.